Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 20-apr-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a qdot micro catheter and an irrigation issue (device used in patient) observed. The qdot micro catheter became occluded after mapping while catheter was on low flow irrigation. It was also flushed prior to insertion. During ablation, the catheter view heat map on carto was all red. They verified that the physician was still irrigating. They removed the catheter from the patient and it was not adequately flushing, though there were no obvious clogged ports. The physician tried to manually flush with a syringe, but they were still unable to irrigate the catheter from the pump. They switched qdot micro catheters to continue the case successfully. Ngen¿ rf generator was in use. Additional information was received. The device was used in the patient. Qdot micro catheter was used to map and then ablate. The qdot micro catheter was removed from the body after they called to come off ablation during the first lesion. No error message on the pump. During the first lesion, they quickly called to come off ablation because the temperature window of qdot was completely red. It was asked to the physician to check if the catheter was flushing and he confirmed that saline was only flushing through one out of the several irrigation ports at the distal tip of the catheter. Before mapping with the qdot micro catheter, they flushed through the catheter with no issues. They were unsure if patient tissue or a clot clogged the irrigation ports. To the callers knowledge, the patient did not have a transesophageal echocardiogram (tee) or intracardiac echocardiography (ice). The physician took a syringe with saline and tried to flush through the catheter himself. They reseated the irrigation tubing. They tried flushing through the pump and switching to low flow several times. Some fluid was slowly dripping out of one tiny port. After several attempts, they replaced the catheter. After replacement, the irrigation fluid flushed out of all of the irrigation ports like a sprinkler (as usual) and they finished the case with no further issues. The suspected device for the reported flow/irrigation issue was the catheter. The catheter was replaced while the same bwi ngen pump was used and there was no irrigation issue with the replacement catheter. The correct catheter settings were selected on the generator. No issues with flow rate change from what the caller viewed. Only saw the qdot temperature map.